Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was (B)(6)2021, not (B)(6), 2021 as reported in initial MDR.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed. And found no irregularities. B30, could not be duplicated at local service department. The exact cause of b30, could not be conclusively determined. Displaying no image was duplicated at local service department, due to failure of output connector. Therefore, omsc presumed, that displaying no image was, due to failure of output connector.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that b30 could not be duplicated. The image was not coming with 190 series scopes. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the device was checked, scope communication error b30 occurred. After cleaning of contact points, 190 series scopes were connected to 190 tower. It was found that the image was not coming on the monitor. Only color bar was displayed. Other series of scopes (180/170/150) were working. There was no report of patient injury associated with the event. The event date was unknown.